Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was no telemetry with the device and it failed all uplink amplitude tests, as a result the cable was replaced. It was also noted that the cable had many twists in it.

Event description:
It was reported the programmer rf (radio-frequency) head does not interrogate consistently. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.